Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patient was complaining of intermittent beeps coming from the controller without any display message or alarm indicator. The batteries were replaced and a controller exchange was performed. There was no reported patient injury as a result of this event. All of the devices were returned to the manufacturer for evaluation. The returned controller passed visual inspection and functional test and ran without alarm; the device performed per specification. The reported event could not be confirmed via log files as they did not show any abnormal activity. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a controller malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is six of six reports (3007042319-2015-04110, 2015-04111, 2015-04112, 2015-04113, 2015-04114 and 3007042319-2014-00633) submitted for devices related to the same event.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.

Event description:
Approximately ten months and two weeks after the implantation, the site reported that the patient was complaining of intermittent beeps coming from the controller without any display message or alarm indicator. The patient reported this was occurring with all batteries, and when using the controller ac adapter. The batteries and controller were removed from the patient and a new controller and batteries were supplied. No harm or injury to the patient was reported as a result of this incident a preliminary review of the log files revealed a "controller power-up" event followed by a "motor start" indicating a loss of power on the date of the reported event.